Manufacturer narrative:
B3: date of event unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the flange of the 4.0 uncuffed pediatric tracheostomy tube fractured during attachment while the device was being used on a patient at home. There was no patient harm or adverse event reported, the fractured flange could compromise securement of the tracheostomy tube and potentially affect the patient if the malfunction were to recur.